Event description:
The usb cable was received for analysis. Analysis of the usb cable was completed on 03/06/2015. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. The cable will be sent to the manufacturer for further analysis. No other anomalies were identified.

Manufacturer narrative:
.

Event description:
It was reported that the physician's programming tablet returned a message "unable to open port". The usb cable was removed and reinserted into the tablet and the device was restarted. The issue continued and the physician was provided a new usb connector. No patient's were affected as the physician has a backup programming system. The new usb cable corrected the issue. The non-functional usb cable is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The serial cable manufacturer will be performing analysis of the device for their own internal investigation and results are not expected to be returned.